Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular lead. The lead was reprogrammed and is still in use. The patient is enrolled in the system longevity study/product performance platform. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6935 implantable defibrillation lead. (B)(4).